Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) troubleshot the issue with the customer over the phone. The customer found that the exhalation flow sensor (evq) filter seal was installed upside down. The customer reported that they corrected the seal and tested the unit before retuning to service. Covidien was not authorized to evaluate the device.